Manufacturer narrative:
Possibly shipping related.

Event description:
An endurant stent graft system was selected for use in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the back end of the delivery system was found cracked and this was noted upon flushing. The device was not used in the patient. An endurant 28x28x49 was used to complete the case. No clinical sequelae were reported and the patient is fine.

Event description:
The device was returned and its evaluation has been completed. The delivery system was returned slightly bloodied with the stent graft loaded within the delivery system. Upon inspection of the device, there was a crack in the thumb-wheel screw gear threads. The rest of the device was unremarkable. The delivery system was flushed with water without issue. There was a break in the screw gear confirmed. The root cause of the event could not be conclusively determined; however, shipping and handling of the device may have contributed (the device was re-worked twice).

Manufacturer narrative:
(B)(4).